Event description:
During a neurovascular procedure, the enterprise vrd and delivery stent (enc452212/01429997) were delivered via select plus 150/5 cm (mc) microcatheter (606s255x/ 15268746), but found it was difficult to advance 1/3 near distal end of the microcatheter. After three additional attempts, the stent/ enterprise system and microcatheter were withdrawn, and changed to another one to complete the procedure. Constant flush and fluoroscopy was maintained at all times. No damages were noted on either device that may have contributed to the event. The mc was re-shaped prior to use with the shaping mandrel and steam, and no damages were noticed after reshaping was completed. After removal from the patient, neither device (enterprise delivery system or distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc) was damaged. The target sire was the anterior communicating artery (acom).

Manufacturer narrative:
During a neurovascular procedure, the enterprise vrd and delivery stent ((B)(4)) were delivered via select plus 150/5 cm (mc) microcatheter ((B)(4)), but there was resistance/friction in the distal end of the microcatheter and the catheter was obstructed and the stent was impeded. After three additional attempts, the stent/ enterprise system and microcatheter were withdrawn, and changed to another one to complete the procedure. Constant flush and fluoroscopy was maintained at all times. No damages were noted on either device that may have contributed to the event. If yes, please explain. The mc was re-shaped prior to use with the shaping mandrel and steam, and no damages were noticed after reshaping was completed. After the system was removed from the patient, neither device (enterprise delivery system or distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc) was damaged. The target sire was the anterior communicating artery (acom). There was no report of injury for the patient. One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was received deployed without any visual damaged. The introducer tube was not returned for analysis. The delivery wire presented no damages. The involved microcatheter (mc) was received with compressed/flat condition. No other anomalies were observed on the received unit. The functional analysis was performed with the delivery wire was not able to go through the mc due to the compress/flat section found on it. However a lab sample mc was used to performed the functional analysis and the device was able to go through the mc without any resistance or friction. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429997. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reporter by the costumer as 'delivery wire/impeded-in microcatheter' was confirmed during analysis; however the cause of this failure was due to the compressed/flat section that present in the microcatheter. The enterprise device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. The reported failure as 'catheter- obstructed' was confirmed during the analysis due to a compress section. The failure reporter by the costumer as 'delivery wire/impeded-in microcatheter' was confirmed during analysis; however the cause of this failure was due to the compressed/flat section that present in the microcatheter. The root cause of the confirmed failure could not be determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported and confirmed events. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00449 and 1058196-2011-00450.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00449 and 1058196-2011-00450.